Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy on about (B)(6) 2016. The patient's bowel symptoms were returning and they wanted to know how to increase stimulation. The patient increased stimulation from 1.2v to 1.4v. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the patient reported that the patient programmer (pp) was not powering on. The patient did not have new batteries at the time. The patient had been having some problems, which was confirmed to be a return of her symptoms. The patient wanted to increased stimulation. The pp not powering on and the return of symptoms started today, (B)(6) 2016. Later that day the patient changed the batteries and the pp was functioning normally. It was connected to the implantable neurostimulator (ins) and stimulation was on, on program 2 at 1.4v. Stimulation was successfully increased up to 1.7v, where stimulation was felt comfortably.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.